Manufacturer narrative:
The iol master was inspected by a service technician and found to be operating properly and within calibration. Service technician reviewed records and found that the initial measurement indicated "evaluation" and had a lower than optimal signal-to-noise ratio. The measurement should not have been used. Customer instructed in proper operation of the instrument by the service technician.

Event description:
A patient required a second surgery to correct her refractive error after her initial surgery to implant an intraocular lens.